Event description:
It was reported that the fiber was embedded in tissue during the photovaporization of the prostate procedure, and the tip broke off. The fiber tip was removed from the patient by flushing out, and the procedure was completed with another device. There were no patient complications.